Event description:
Nine samples with discrepant sodium results. Sample 1, initial result 139 mmol/l, repeat 133 mmol/l. Sample 2, initial result 139 mmol/l, repeat 133 mmol/l. Sample 3, initial result 141 mmol/l, repeat 134 mmol/l. Sample 4, initial result 121 mmol/l, repeat 115 mmol/l. Sample 5, initial result 122 mmol/l, repeat 115 mmol/l. Sample 6, initial result 119 mmol/l repeat 112 mmol/l. Sample 7. Initial result 140 mmol/l, repeat 134 mmol/l. Sample 8, initial result 139 mmol/l, repeat 133 mmol/l. Sample 9, initial result 141 mmol/l, repeat 134 mmol/l. Erroneous results were not reported. If additional info is rec'd, appropriate notification will be provided.